Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issues were confirmed; there were worn components. The devices were repaired and returned. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the brakes do not hold.  There was 1 instance of patient involvement; no adverse consequences were reported.